Manufacturer narrative:
A customer technical support (cts) had the customer to check wash concentrate reagent bottle. The cts had customer check canister for di water, wash concentrate and wash solution. Per customer, there was fluid in each of the canister. The cts had customer remove orange wire for the float switch from the top of the canister. Customer noted that the wire was "sticky" and wet. Customer found there was fluid on the orange wire, but could not see where it was coming from a field service engineer (fse) was dispatched on (B)(4) 201; the fse inspected the instrument and found float switch connection pulled out of canister. After sensor cable was re-seated, float switch was tested through diagnostics. The fse emptied the canister and verified that the canister could fill. The issue has been resolved. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they are getting errors "hydro illegal switch on wash concentrate canister" on unicel dxc 600 pro synchron clinical system. No injury was reported on this issue.